Manufacturer narrative:
Final analysis found an external abrasion exposing the outer coil due to friction to the device can was noted at 13.1cm to 13.6cm from the connector pin. The external abrasion breached the outer insulation due to friction to the device can at proximal to suture sleeve impressions, which most likely caused the complaint of noise problem reported from the field.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. There were no patient complications prior, during or after the surgery. The patient's condition post procedure was fine.